Event description:
Related manufacturer reference number: 2017865-2022-42336, related manufacturer reference number: 2017865-2022-42337. It was reported that the patient presented for lead revision procedure due to lead fracture sustained by their right ventricular lead. During the procedure, the new right ventricular lead failed to connect to the pacemaker header due to a loose fitting set screw that could not tighten the lead in place. The pacemaker was explanted and replaced and the procedure was completed using an alternate atrial lead on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: b5 - "atrial" should not have been mentioned as the replacement was for the right ventricular lead.

Event description:
It was reported that the patient presented for lead revision procedure due to lead fracture sustained by their right ventricular lead. During the procedure, the new right ventricular lead failed to connect to the pacemaker header due to a loose fitting set screw that could not tighten the lead in place. The pacemaker was explanted and replaced and the procedure was completed using an alternate lead on (B)(6) 2022. The patient was stable.